Manufacturer narrative:
Date of event: actual event date is unknown.

Event description:
It was reported that during photoselective vaporization of the prostate (pvp) procedure, the fiber failed and end fired despite repeated cleaning. Pressurized saline irrigation was used. Procedure outcome information was not provided. There were no clinical consequences to the patient.